Event description:
It was reported that a device was used during a cholecystectomy. The device insufflation valve broke. Another device was used to complete the case. There was no consequence to the pt.